Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the 4-way valve is not shifting. Additional malfunction is the pilot valve is alarming and shutting down.